Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing on strip lot 384368a met release specification and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Improper techniques were identified in the complaint; these can contribute to unexpected results. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The following was reported via telephone call on 3/21/2016 regarding unexpected low inratio inr results. Results are as follows: date: (B)(6) 2016, inratio inr: 2.1, laboratory inr: n/a; (B)(6) 2016, 1.1 and 1.1, 2.0. Therapeutic range: 1.9 - 2.3. The time between the two (2) inratio inr tests on (B)(6) 2016 was ten (10) minutes. Reportedly, during the inratio testing, the finger was "milked" after the finger stick and the finger was touched to the sample well. These are considered to be improper techniques when performing the inratio test. The laboratory inr was performed on the same day; however, the exact time was not provided. There was no reported adverse patient sequela. There was no additional information provided.